Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely with an alert they had received a high voltage shock. Upon attempt to view the event, the implantable cardioverter defibrillator had unavailable electrocardiograms. It was suspected the files was corrupt. No intervention was completed. The patient was stable.